Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A visual inspection was performed and found the bending section area was broken from the base exposing metal. There was metal protruding outside the bending section cover with no sharp edge. The elements inside the bending section are still intact. The bending section cover was removed and observed no sharp edges on the bending section skeleton. Additionally, the scope failed the leak test (from damaged bending section) and the service group noted the scope has no image. A review of the service history indicates the scope was purchased on march 28, 2018 with no repair records. Based on the evaluation results, the potential cause of the reported event can be attributed to excessive force /stress during use. The instructions for safe use provides warning which states, if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. If any irregularity is observed with the functionality of the endoscope. If the endoscopic image on the monitor disappears or freezes unexpectedly. If noise, blur, or fog appear on the endoscopic image. (For urf-v2/v2r and urf-v3/v3r) if the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation.

Event description:
The service center was informed that at the end of a therapeutic cystoscopy (with ureteroscopy, left stent exchange and possible biopsy) procedure, the bending section rubber at the distal end of the scope was observed split open exposing the interior of the scope while inside the patient. There was no issue withdrawing the scope from the patient reported and the intended procedure was completed. No patient injury occurred. Additionally, the scope was inspected prior to use and no abnormalities were observed.